Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter was not within line of sight of the pump when the issue occurred. Reportedly, the pump and transmitter regained connection. No additional patient or event information was available.